Event description:
Patient was setting up new infusion (IV remodulin) and pump alarmed as she was trying to load the cartridge and a message "fault error" appeared in the display. Patient turned the pump off, removed the batteries, and attempted to load the cartridge and got the same pump alarm/message. Patient then used her other pump to set up the infusion without issue. Malfunctioning pump sn: (B)(4). Malfunction occurred when the pump was not in use and there was no adverse medical event associated with the malfunction. Dates of use: from (B)(6) 2014 to present. Diagnosis or reason for use: pah.